Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited undersensing for atrial fibrillation on the right atrial (ra) lead channel. Technical services (ts) reviewed the reports and determined that inappropriate anti-tachycardia pacing and shocks were delivered for atrial fibrillation with a rapid ventricular response, resulting in acceleration of the ventricular tachycardia. Ts noted the rhythm was eventually converted and recommended reprogramming ra settings. No additional adverse patient effects were reported. This crt-d remains in service.